Event description:
It was reported that the customer had a no delivery alarm on her insulin pump while attempting to prime it. Her blood glucose was 435mg/dl at the time of reporting, which she corrected with a manual injection. Troubleshooting was begun; however, she was unable to complete the whole process. No equipment was returned. No additional information was reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.